Event description:
An adverse event was identified during the index procedure under the study: postdilatation of the cypher select plus stent was required due to insufficient flow of the stented site (mid circumflex artery). Postdilatation was completed with a 3.5 x 28 dilatation balloon with successful results, as grade 3 timi flow was obtained and there were no adverse effects to the patient.

Manufacturer narrative:
Further information regarding the index procedure was provided and indicated the following: preprocedure (>30 days) treatment medication was aspirin 150mg and clopidogrel 75mg and statins. The index procedure was completed with an indication of stable angina pectoris. A 1-vessel disease extent was noted. No staged procedure was planned. Number of lesion treated during this procedure was one. Heart rate at the beginning of the procedure was 80 with blood pressure of 120/60 and left ventricular ejection fraction (calculated or estimated) was 30-50. Medication(s) at time of index procedure was clopidogrel loading dose 225mg (0-2 hours before the procedure), gpiib/iiia inhibitor (abciximab - reopro), and unfractionated heparin. The target vessel was the mid circumflex artery. Vessel diameter was 3.5mm with 19mm lesion length. The lesion was de novo, non-ostial, smooth classified as type c. Vessel accessibility: moderate tortuosity of proximal segment, eccentric with little to no calcification. There was no angulation. Thrombus was not absent. Preprocedure diameter stenosis, visually estimated, was 70%; with grade 3 timi flow. The lesion was not predilated, and the stent was deployed at maximum pressure of 12 atmospheres with satisfactory results. The stent was postdilated with a 3.5 x 28mm balloon at maximum pressure of 16 atmospheres, as there was insufficient flow. Intravascular ultrasound and thrombus aspiration were not completed, as well as a distal protection device was not used this procedure. There were no procedure complications or device deviation. Visual estimated postprocedure stenosis was 4% with grade 3 timi flow. Medications postprocedure were aspirin 150mg and clopidogrel 75mg. The patient was discharged on the following medication regimen: aspirin 100mg - 12 months, clopidogrel 75mg - 12 months, and statins. This device is not available for evaluation and testing. However, any additional information will be submitted within 30 days upon receipt. This device is not distributed in the united states; however, it is similar to the cypher sirolimus-eluting coronary stents distributed in the us.